Manufacturer narrative:
Additional information was received and reported that the device remains implanted. Patient information was received and indicated the patient is a pediatric patient. The patient no longer has indication for pacing. The device will not be replaced and will be extracted at a later date. The device will not be returned after explant.

Event description:
It was reported that at initial interrogation, the device battery was at or near end of life (eol and was in backup mode. It was further reported that the patient was experienced pocket stimulation. The device remains in use. No other information was available at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).